Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached and was not retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis revealed that the suture on the blue with white stripe dilator was broken and the dart was located behind the catch of the capio suture capturing device with a small amount of suture attached to it. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached and was not retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.